Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. Post-operative ileus is common after surgical procedures and is believed to be a result of inflammation, deranged neural input, or medications taken in conjunction with surgery. Large-volume intra-operative fluid resuscitation and prolonged procedure time may also contribute to its development. In addition, the patient's diagnosis of congestive heart failure (chf) may have been a potential contributor to the condition. The medical team reports that the reported event is related to the procedure. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. The root cause of the reported event is most likely related to the implant procedure, the patient's past medical history of chf, and the patient's post-operative clinical condition. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted .

Event description:
It was reported that six days post lvad implantation this patient experienced abdominal distention and vomiting. X-ray results revealed colonic ileus. The patient was started on oral metoclopramide and lactulose with some little relief. He had two bowel movements but continued to have hypoactive bowel sounds. On (B)(6) the patient condition improved and he had one large bowl movement. The ileus was reported to be resolved as of (B)(6) 2015. There were no further imaging or problems with ileus for remainder of hospitalization.